Event description:
It was reported that the titanium hard rod does not function during reverse logistics audit of returned device at millstone. There was no patient involvement, and no additional information is available. Upon device receipt, there were two broken implants. This report is for a 4.0mm/6.0mm ti hard rod 195mm/500mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Phone number reported as (B)(6). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.